Manufacturer narrative:
Product complaint # ==> pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 the patient underwent the primary surgery with the pinnacle, the head, and the summit porocoat. The surgery was completed successfully without any surgical delay. After the surgery, it was confirmed that cup was loosened. Additionally, infection was suspected. Therefore, all the implants will be removed. On (B)(6) 2022 the cup and the stem will be removed. On (B)(6) 2022, if the patient is not infected and there is no problem, the implants will be replaced with other company¿s implants. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.